Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: 14-jul-2019: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the first controller they ever got lasted the longest then the ones they got replaced because they have gotten the controller replaced a number of times. When they got this last replacement controller it only lasted a couple weeks before it started displaying a white screen when recharging the stimulator. The patient's stimulator batter was not fully charging either. The patient would also have their controller charged to 100% controller and the stimulator would only charge to 50% before the controller would lose charge. Patient's controller constantly goes white for it use to happen once in a while but now it was more frequent even after resetting controller. Sometimes when recharging the stimulator it would show a message the controller battery was completely dead in charge so they would plug the controller into the power supply for 2 seconds and then they could plug the recharger into the controller to finish charging the stimulator. The controller was throwing all kinds of errors on them. The recharger was getting really hot when recharging the stimulator as well. During call patient verified no damage to the recharger or to the controller charging port. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6). Implanted: explanted: product type recharger analysis of the [recharger], model [ 97755-s], s/n [(B)(6)], found electrical failure - batteries low replace controller batteries soon message. White arrow rubbed off connector. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.